Manufacturer narrative:
F/u: add'l info - 06/19/2015. Device eval of battery pack sn (B)(4) was completed. The cause for the failure was isolated to a defective u1 integrated circuit (ic) chap on the battery pca. The root cause for the defective ic could not be positively identified. Device eval summary: device eval of battery pack sn (B)(4) is underway. The reported problem (unable to power on a monitor) has been confirmed. Upon investigation, the battery was unable to recharge or power up a monitor. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective battery pack.

Event description:
A zoll distributor returned battery pack sn (B)(4) indicating that the battery was unable to power on a monitor.

Event description:
A zoll distributor returned battery pack sn (B)(4) indicating that the battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) is underway. The reported problem (unable to power on a monitor) has been confirmed. Upon investigation , the battery was unable to recharge or power up a monitor. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective battery pack.